Manufacturer narrative:
Other, other text: h2: see a1, b3 and h6(patient code).

Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported event. The pump was received with cracks down from the handle and tubing guides on the top case. The bottom case was also cracked. A manufacturing DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log displayed a "check clutch/plunger lever" error. To further investigate the reported issue, an occlusion test was performed and the reported issue was duplicated. It was determined that the clutch halves were worn from normal use; pump is over eight years old. The clutch half's left and right were replaced as well as the leadscrew and spring. The cracked top and bottom case was also replaced along with the damaged left and right plunger cases, battery, and main board.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device failed the occlusion test. It also had a clutch plunger error. The event occurred a preventative maintenance. There was no patients involved.